Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could retract and extend by applying torque directly at the connector pin. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported a patient's right ventricular (rv) lead presented with failure to capture. The lead was explanted and replaced in a procedure on (B)(6) 2024. During procedure, the physician alleged the lead helix may have been faulty and led to dislodgement of the lead and failure to capture. The lead was successfully replaced and post-procedure the patient status was unknown.